Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the bd vacutainer® sst¿ blood collection tube was attached to the holder "to perform the extraction", the tube detached "even being perforated with eclipse or safetylok".

Event description:
It was reported that when the bd vacutainer® sst¿ blood collection tube was attached to the holder "to perform the extraction", the tube detached "even being perforated with eclipse or safetylok".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The verbatim provided by the customer indicates this to be a tube push off defect, which is associated with the blood collection device and not the bd vacutainer tube. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. The verbatim provided by the customer indicates this to be a tube push off defect, which is associated with the blood collection device and not the bd vacutainer tube. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. The verbatim provided by the customer indicates this to be a tube push off defect, which is associated with the blood collection device and not the bd vacutainer tube. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.